Event description:
As reported, per article "transcatheter aortic valve replacement for left ventricular assist device¿related aortic regurgitation: the michigan medicine experience" one patient (patient 11) had a non-edwards (medtronic) valve positioned at the intended level; however, the thv(transcatheter heart valve) migrated toward the lv(left ventricle) immediately after release from the guide wire. This thv was snared and held in place, and a second non-edwards (medtronic) valve was deployed 10 mm higher while the lvad(left ventricular assist device) speed was reduced to <400 revolutions per minute. Persistent ar after the second thv necessitated deployment of a third thv, a 29-mm sapien 3 (edwards lifesciences). Lvad speed was increased to 5500 revolutions per minute with appropriate thv stability. A tee(transesophageal echocardiogram) revealed trace postdeployment ar(aortic regurgitation), and the patient had no further complication.